Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: stress incontinence if the event is marked as being related to the procedure, indicate which procedure the event is related to : index => repeat/retreatment. If procedure related and repeat/retreatment is selected, specify date : blank => (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Were any concurrent devices implanted? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure (laparoscopic, open)? Were there any intra-operative complications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed for the urinary tract infections including medication name and results. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2024 and mesh was implanted. Multiple moderate urinary tract infections were reported as possible related to the study device and study procedure: start/end dates: ((B)(6) 2024, (B)(6) 2024 - (B)(6) 2024, (B)(6) 2024 - (B)(6) 2024, (B)(6) 2024 - (B)(6) 2024 and (B)(6) 2024 - (B)(6) 2024. Unspecified drug therapy was provided for each occurrence and the urinary tract infections recovered/resolved without sequelae. On (B)(6) 2024, moderate mesh erosion was noted. The patient received unspecified drug therapy and underwent partial tape removal in which the protruding part was removed in local anesthesia. The event was recovered/resolved without sequelae as of (B)(6) 2024. This was reported as having a causal relationship with the study procedure and not related to the study device. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: mesh erosion: end date : (B)(6) 2025. Outcome : recovered/resolved without sequelae. New adverse event term: stress incontinence is the adverse event serious? No. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: not related relationship to primary study procedure: causal relationship. Surgical procedure, therapy, or intervention: yes. Specify: an appointment for an operation for (B)(6) 2025 is planned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urinary stress incontinence . Start date: blank . End date: blank. Severity: moderate. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no . Required in-patient hospitalization or prolongation of existing hospitalization: no resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Relationship to study device: blank. Relationship to primary study procedure: blank. Intervention/treatment: other: yes. If other specify: a surgery for a tape after tape was recommanded did this event result in the patient¿s discontinuation of the study? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Were any concurrent devices implanted? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure (laparoscopic, open)? Were there any intra-operative complications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed for the urinary tract infections including medication name and results. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Relationship of incontinence to study device? Relationship of incontinence to study procedure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number?

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urinary stress incontinence. Updated: if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank => n/a. Outcome: blank => not recovered/not resolved. Relationship to study device: blank => not related. Relationship to primary study procedure: blank => causal relationship. Is the adverse event serious? (If yes, check all that apply): blank => no. Start date: blank => (B)(6) 2025. Additional information received: adverse event term: urinary tract infection. Start date: (B)(6) 2025. Alert date: (B)(6) 2025. Country of event: ous date of surgery: (B)(6) 2024. Product group: sui product implanted: gynecare tvt exact pop product implanted: blank. Additional event details. Site awareness date: 03 feb 2025. End date: blank. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Admission date: blank. Discharge date: blank. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to fetal distress, fetal death or a congenital abnormality or birth defect: no. Relationship to study device: not related if event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a relationship to primary study procedure: possible if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank. If procedure related and repeat/retreatment is selected, specify date: blank. Intervention/treatment: none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No. Adverse event term: mesh erosion. Start date: (B)(6) 2025. Alert date: (B)(6) 2025. Country of event: ous. Date of surgery: (B)(6) 2024. Product group: sui. Sui product implanted: gynecare tvt exact pop product implanted: blank. Additional event details. Site awareness date: 03 feb 2025. End date: blank. Severity: moderate. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Admission date: blank. Discharge date: blank. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body. Function: no. Led to fetal distress, fetal death or a congenital abnormality or birth. Defect: no. Relationship to study device: not related. If event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a. Relationship to primary study procedure: causal relationship. If the event is marked as being related to the procedure, indicate which procedure the event is related to: blank. If procedure related and repeat/retreatment is selected, specify date: blank. Intervention/treatment: none: no. Drug therapy: yes. Surgical procedure, therapy, or intervention: no. Specify: blank. Non-surgical procedure, therapy, or intervention: no. Specify: blank. Blood transfusion: no. Other: no. If other specify: blank. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No.